Event description:
It was reported that during a da vinci s cystectomy procedure the monopolar curved scissors (mcs) instrument was not recognized by the system. The instrument was exchanged into a backup instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the housing end pogo pins were corroded around the pins and one pin was stuck. Due to the corrosion, the pogo pin was jammed down. The instrument passed electrical continuity testing. Engineering concluded the damage was most likely due to improper cleaning. Engineering also found corrosion around the clamping pulleys with the residue covered up the cables created stiffness to the cable movement. Engineering concluded this was most likely due to improper cleaning. Engineering also found an orange rusty like substance around the bearings. This most likely was due to improper cleaning. Engineering also found the distal end of main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.